Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. However, inspection of media provided by the site showed twisted catheter material and confirmed the reported issue.

Event description:
It was reported that catheter issues occurred. The target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. The lesion was serially dilated with small balloons, all the way up to 3.00mm in diameter. The opticross was then prepped and inserted but there was difficulty reaching the lesion due to proximal disease and the tightness of the lesion. When ivus was turned on, a catheter pop was felt, and the image went dark. When the catheter was removed, it was noted that the small sheath had ripped back, and the transducer/drive cable was in a knot. All components of the catheter were removed, and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that catheter issues occurred. The target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. The lesion was serially dilated with small balloons, all the way up to 3.00mm in diameter. The opticross was then prepped and inserted but there was difficulty reaching the lesion due to proximal disease and the tightness of the lesion. When ivus was turned on, a catheter pop was felt, and the image went dark. When the catheter was removed, it was noted that the small sheath had ripped back, and the transducer/drive cable was in a knot. All components of the catheter were removed, and the procedure was completed with a different device. No patient complications were reported.